Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient's pump had been alarming for a few weeks. Patient came in today for a refill. The company rep updated the pump and cleared the alerts. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2025-08-11 and it was reported that the physician assistant did not correctly silence the alarm from the home page of the tablet, so the alarm continued. The patient came back on (B)(6) 2025 and the alarm was silenced. The event was resolved and the alarm was silenced.